Event description:
Reporter calling, stating she has had numerous health problems after she was implanted with the "biolox" hip from stryker "some time in 2019". Reporter states she learned that her implanted hip system was "recalled" and she has concerns that her health problems are due to this. Reporter states she has memory problems, pain, headaches, nausea and vomiting, hip dislocating after surgery, and a "cyst or tumor around the hip" currently. Reporter states she additionally has problems walking, has scar tissue, and bone loss. Reporter states she is concerned that the metal in the hip devices is negatively interacting with her body somehow. Reporter additionally states she has concerns about "quality problems" with the mako system that was used during her surgery. Reporter states she is trying to obtain additional records from her doctor's office. Reference reports: mw5149918, mw5149919, mw5149920, mw5149921.